Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver and smart device that occurred on (B)(6) 2016. No injury or medical intervention was reported. The product data was provided by the patient. The data was reviewed on 07/25/2016. The reported event of loss of connection on (B)(6) 2016 was confirmed. A root cause for the reported loss of connection cannot be determined.